Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The devices is a palmaz stent but the lot number is not available. The citation is as follows: magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-6;. As noted in the publication magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-6; report 1 patient had stent migration deployment with recoarctation of the aorta after previous subclavian flap repair. The narrowest segment of the aorta was just distal to the origin of the left common carotid artery beyond which the aorta widened at the site of the subclavian flap repair site to 35 mm diameter. The stent slipped back over the balloon just after expansion. The balloon was reinflated to 14 mm inside the stent, the assembly was readvanced across the coarctation site, and the balloon expanded further to 16 mm (equivalent to the diameter of the transverse arch), after which the stent remained in position. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. This device is not indicated for use in pediatric patients. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ according to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the publication magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-6; report 1 patient had stent migration deployment with recoarctation of the aorta after previous subclavian flap repair. The narrowest segment of the aorta was just distal to the origin of the left common carotid artery beyond which the aorta widened at the site of the subclavian flap repair site to 35 mm diameter. The stent slipped back over the balloon just after expansion. The balloon was reinflated to 14 mm inside the stent, the assembly was readvanced across the coarctation site, and the balloon expanded further to 16 mm (equivalent to the diameter of the transverse arch), after which the stent remained in position.